Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01jan2020 as patients were implanted between (B)(6) 2020 and (B)(6) 2023. Date of death was not provided. Author information: columbia university irving medical center, new york, ny; new york presbyterian hospital, new york, ny. Baranowska, j. Et al. (2025) ¿impact of heart failure gdmt on hemocompatibility related adverse events in heart mate 3 recipients¿, the journal of heart and lung transplantation, 44(4). Doi:10.1016/j.healun.2025.02.1374. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through "impact of heart failure gdmt on hemocompatibility related adverse events in heart mate 3 recipients", that it was sought to evaluate the association between guideline-directed medical therapy (gdmt), overall survival and hemocompatibility-related adverse events (hrae, defined as stroke, pump thrombosis and gastro-intestinal bleeding), in patients with heartmate 3 (hm3) left ventricular assist device (lvad). During the study period, 124 hm3 patients were implanted between (B)(6) 2020 and (B)(6) 2023. Those who died prior to 3 months or were lost to follow-up were excluded, leaving 118 patients retrospectively studied in the analysis. Four classes of gdmt were individually assessed: acei/arb/arni, beta-blockers (bb), mra and sglt2 inhibitors. The primary end point was a composite of hrae or death at 2 years. Results indicated patients prescribed acei/arb/arni demonstrated a strong trend toward improved hrae-free survival at 2 years (ahr0.42 [0.17-1.03] p=0.059). Patients on arni showed a significant reduction in hrae compared to those not on ace/arb/arni (ahr:0.21 [0.05-0.91] p=0.037) and no association with hrae-free survival was found for sglt2, mra and bb. Additionally, no cases of pump thrombosis were reported across all classes.